Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A left 45 degree rasp handle was returned for evaluation. As returned, the linkage arm that actuates the cam is fractured and will no longer function as intended. Hardness measurements and dimensions are conforming to print specifications where measured. Strike marks were noted on the body of the device below the strike plate and on the handle. Device history record was reviewed and no discrepancies were found. Based on review of the device, impaction of the body below the strike plate and device body likely contributed to the failure mode. With the information provided a likely cause is normal wear over the course of use; however, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that after completion of a procedure, a small piece of the rasp handle was noted to have fractured. There was no patient injury as a result of the event.